Event description:
The original report received from the affiliate states that while attempting to place a stent in the superficial femoral artery, the smart control stent would not cross through the stenotic region after pre-dilation of the lesion with a powerflex 4x4 balloon. The physician made access to the patient at the right femoral artery. There was no difficulty accessing the lesion with a guidewire. The rate of stenosis of the lesion was 90% prior to pre-dilation. Post pre-dilation a 75% stenosis remained. The physician was able to cross the lesion with the balloon after two attempts. After failing to cross the lesion with the sds, it was removed from the patient intact and the lesion was successfully treated with another stent. There was no reported injury to the patient. The product was returned for evaluation and it was noted that the stent was received partially deployed and the shaft was kinked.

Manufacturer narrative:
While attempting to place a stent in the superficial femoral artery, the stent would not cross through the stenotic region after pre-dilation of the lesion with a balloon. After failing to cross the lesion with the sds, it was removed from the patient intact and the lesion was successfully treated with another stent. There was no reported injury to the patient. A non-sterile smart control 6 x 60 mm was received. The stent was received deployed inside the same plastic bag. The outer shaft had a kink. The tuning dial was secured with the locking pin. The shaft had a kink that could be related to the way the unit was received for the analysis. The outer diameter of the outer member was measured and was found within specification. A device history record (DHR) review was performed and showed that this lot of products met all requirements per the applicable manufacturing quality plan. The reported stent delivery system failure to cross could not be confirmed. The exact cause of the kink on the outer shaft could not be conclusively determined. With the limited amount of information available, it is not possible to draw a clinical conclusion between the device and the event. However, in this case, it is possible that the difficulty experienced by the customer was related to procedural factors, vessel characteristics, user handling or packaging/shipping concerns of the returned product.